Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® non-platform switched tapered implant 5 x 13mm (bnst513) was returned for investigation. Visual inspection of the as returned product identified signs of use, dried blood and bone around the implant and damaged threads from removal. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2013090359). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2013090359) for similar events and no other relevant complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) were non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Date of birth: unknown. Weight: unknown. First name: unknown.

Event description:
It was reported that the implant was removed due to peri-implantitis.